Event description:
It was reported to technical services on (B)(6) 2011 that there is noise on this lead. The patient will be brought in for further testing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).